Event description:
The patient's mother reported on (B)(6) 2019 at 12:34 pm her daughter activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: time: 12:36pm, bg (mg/dl): 364, cho(g): 137, bolus(u): 20.8. Time: 2:00 pm; bg (mg/dl): 166. At 4:15 pm she went to the hospital and upon arrival she was diagnosed with a kidney infection and hyperglycemia. They treated her with a manual injection of insulin (exact dosage was not provided). The pod was removed at 8:14 pm. She stays in the hospital and was released on (B)(6) 2015.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.